Manufacturer narrative:
The field service representative determined the cause to be the water filter, and replaced water filter. He ran calibration, controls and precision study to verify analyzer performance, and results were within specification.

Event description:
User received discrepant calcium result for one pt sample. The original result was 11.5 mg per dl. The specimen was repeated on the same analyzer twice giving 9.3 and 9.4 mg per dl. User said the original result was not released, as the integra is set to auto repeat if the value is >10.2 mg/dl.